Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly due to leakage from the packing at s-cover (scope cover). The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera iii gastrointestinal videoscope based on an unspecified allegation. The issue occurred during maintenance. During evaluation of the returned device, it was found that the air and water (aw) cylinder and tube had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the air and water cylinder and tube had foreign objects finding, the additional evaluation findings are as follows: grip had a scratch, aw-cylinder had no color, suction cylinder had no color, control unit had a crack, switch box had a scratch, forceps channel port had corrosion, scope connector cover unit had corrosion due to water leakage, plastic distal end cover had a scratch, adhesive on bending section cover is detached, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.